Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed scratch on lens. Additional information was requested and received stating that the lens was explanted during initial procedure. The procedure was completed on same day with no patient harm. In the surgeon¿s opinion, the scratch on lens was possibly from company plunger passing over caused or contributed to the event.